Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that there was a left hip revision due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving an omnifit liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information including return of device, patient medical records, x-rays and operative reports are needed in order to complete this investigation.

Event description:
It was reported that there was a left hip revision due to dislocation.